Event description:
The manufacturer received info alleging a ventilator was alarming. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. The device failed steps during testing. The device's exhalation control module was replaced to address the issue.